Event description:
A report of overinfusion was received in which pump #1 of a flo-gard 6301 volumetric infusion pump was reportedly set up with a 250ml bag of 0.9% saline solution and humulin r insulin at a concentration of 1 unit/ml. Reportedly the pump was programmed to infuse the solution at 4ml/hr. The clinician reported the bag was found to be half full, with approximately 150 mls being delivered, about one hour after the infusion was started. According to the clinician there was no pt injury associated with this event.